Manufacturer narrative:
The unit passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm tests. The unit functioned properly. The following physical damage was noted: minor scratched lcd window,cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized twice in the past week. The patient's blood glucose for the first hospitalization was 600 mg/dl. The patient was treated for two days and then released. The customer was hospitalized again a week later: her blood glucose was 420 mg/dl and she experienced nausea, abdominal pain, thirst, and frequent urination. The patient was treated with insulin drip. The insulin pump passed the high pressure test. Further troubleshooting was declined for the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.